Event description:
I heard vent alarming and as I heard it I was called in by rn who was in the middle of giving bath. When I entered the room I noticed that the vent was alarming disconnect and etco2 alarm was active and reading zero. I grabbed the ambu bag and started to manually ventilate patient. Patient's spo2 was 16% when I started and I was able to return it to 100% within a couple of minutes. When ventilator was removed from room it was found that the inspiratory limb had been disconnected from the fisher & paykel, and after replacing the limb ventilator was checked with test lung and was operating normally.